Manufacturer narrative:
This event was previously reported on 0001822565-2017-00586, however it was determined that the initial manufacturing site was incorrectly reported. Therefore, this medwatch was created to correctly report the manufacturing site. Complaint sample was evaluated and the reported event was confirmed, as far as the labels were noted to be missing in the open package returned; however, the event remains unverified. Device history records were reviewed and no discrepancies were found. Review of the complaint history found no other reports of this nature for this part/lot combination. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the inner package label was missing.